Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. The system was empty, believed to be caused by a hole. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. The system was empty, believed to be caused by a hole. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end and middle of the cylinder. The first cylinder had broken fabric threads from wear in the middle of the cylinder. The first cylinder did not pass the leakage testing due to a bulge in the middle of the cylinder when inflated with syringe. The second cylinder was microscopically inspected and had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had broken fabric threads and a rupture in the outer cylinder from wear in the proximal end of the cylinder. The second cylinder had a leak from wear in the proximal end of the cylinder. The momentary squeezed (ms) pump was microscopically inspected, and contamination was found within the ms pump, therefore the pump was not functionally tested. The ms pump kink resistant tubing were worn to the filament. The pump passed the leakage testing. The reservoir was microscopically inspected and had wear at a fold in reservoir shell. The reservoir passed the leakage testing. The investigation was assigned to the conclusion code of cause traced to component failure.